Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags had foreign matter contamination and were also leaking from the administration port. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between january 17, 2023 ¿ january 19, 2023. H11: two (2) devices were received for evaluation. A visual inspection was performed, and the issues of foreign matter and administration port leakage were not observed. Functional testing using tap water was performed, and no leakage and no foreign matter were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.